Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ IV catheter prn adapter broke during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Bd received a photograph from the customer in support of this complaint. The failure mode reported was observed in the photograph provided by the customer. The investigator reviewed the batch record for the lot provided, there were no abnormalities identified that were related to an intima ii side clamp. Although the failure mode was observed in the photograph provided, the picture does not clearly show the broken section of the etubing, and no sample was provided for the purpose of the investigation. Because of these reasons the investigator was unable to determine a root cause of the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: no actual sample returned, the extension tubing broken cannot be checked at the broken section clearly. The root cause cannot be determined.